Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver (msnd) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega suturecut needle driver (msnd) cable was broken. There was no patient involvement.